Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and successfully released in the laa. Shortly after the closure device was released, it embolized out of the laa. The physician percutaneously retrieved the closure device and removed it from the patient. A new 31mm wds was then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.